Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 6/10/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: do you have any photos available for visual analysis? How many devices from each lot exhibited the alleged deficiency in each case? Could you please provide the lot number currently listed as ¿unk¿? -please provide the source or name of person providing answers to follow-up questions: the following information was reported: the event happened on (B)(6) 2026 with 6 qtys affected; they were all done on 1 patient. The event happened on (B)(6) 2026 and (B)(6) 2026 are 2 different patients but doesn't know how many affected qtys used. The hcp explained they request 2 boxes replacement. She can only confirm one box for the lot number, but the other box is unknown. She explained both boxes were experiencing the same issue. However, they can't return any of those devices because they discarded all the used and unused qtys because they deemed defective by the surgeon. She can't confirm how many qtys that were affected on the 2nd box. She can only confirm 9 qtys were used and 6 of them were affected. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events.

Event description:
It was reported that a patient underwent a mini facelift procedure on (B)(6) 2026 and suture was used. It was reported by the account contact that during a mini facelift procedure, the suture detached from the needle. No additional information provided. No patient consequences. Additional information was requested.